Event description:
Caller reported a malfunction on pump, indicated by malfunction code 12, but no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, but caller was unable to complete reset due to lack of charging supplies and planned to follow up.